Manufacturer narrative:
The reported event could be confirmed, although the device was not returned for evaluation, but a few images were shared which confirms the alleged failure. A device inspection was not possible since the affected device was not returned. However, a few images from the complaint site were received through which the alleged failure could be confirmed. The nail, nail adapter and the nail holding screw appeared to be stuck. The nail adapter was observed to be not properly engaged with the nail, while the nail holding screw was also partially inserted, most likely due to the jamming. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. However, the most probable cause of the failure is the seizing of nail holding screw with the nail under high loading with some misalignment of the threads involved (cold welding). If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported: "t2 tibia nail unable to be disconnected from nail adapter."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "t2 tibia nail unable to be disconnected from nail adapter."